Manufacturer narrative:
Event problem and evaluation codes: (B)(4).

Event description:
Pentax medical became aware of a report on 11-oct-2019 stating pentax medical video duodenoscope, model ed- 3490tk, serial number (B)(4), yielded a high concern bacterium after sampling performed on (B)(6) 2019. The sampling performed on (B)(6) 2019 and identified 120 colony forming units(cfu) as comprising of the following 5 isolates: 1 - positive rods - bacillus circulans, 2 - variable cocci - staphylococcus hominis, 3 - positive rods - dermacoccus nishinomiyaensis, 4 - positive rods - moraxella osloensis/enhydrobacter aerosaccus, 5 - positive cocci - micrococcus luteus. Study number: (B)(6). The long term loaner duodenoscope was received by pentax medical for evaluation on 18-oct-2019. The duodenoscope was inspected by pentax medical service on 22-oct-2019 and the following inspection findings were documented: operation channel- primary slice by accessory, distal cap - fixed type passed epoxy seal integrity inspection, distal cap/ case cracked, biopsy insulation ring deformed, middle lcb distal cover glass glue is missing, passed wet leak test, passed dry leak test. Repairs were performed on the duodenoscope which included replacement of the following components: air/water tube, distal case/cap, bending rubber, operation channel, insulation ring assy. Pentax medical video duodenoscope, model ed-3490tk, serial number (B)(4), has been routinely serviced at pentax facility since the device was put into service on 30-sep-2016. The video duodenoscope is currently awaiting qc final approval and organic resampling as of 08-nov-2019.